Manufacturer narrative:
The returned device was evaluated and the device passed visual inspection. The device was able to power on and off via battery and ac power and remained powered on during testing.

Event description:
The customer reported the rad-97 devices turns off time to time. There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported the rad-97 devices turns off time to time. There was no patient impact or consequence reported.